Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The hp was connected. Technical service representative (tsr) assisted with troubleshooting and advised the hp to use new disposables. This writer contacted the care giver (cg) (B)(6) 2011 regarding reported problem. The cg stated that they just ended therapy for the night because it was really late. They stated everything has been going fine since then, and the patient has not had any other problems. They did not notice anything unusual or different about the supplies that could have caused the alarm. This writer suggested they talk to their nurse regarding the alarm, and they stated they will do so. No other information was provided regarding the reported problem. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed. The lot number was not provided; therefore a batch review cannot be conducted and the sample is unavailable for evaluation. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.